Manufacturer narrative:
The insulin pump passed the self test and the reset error test with no error alarms noted. The insulin pump was monitored and no blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had become blank, and, after changing the battery, the insulin pump alarmed unexpected restart. The customer's blood glucose was 205 mg/dl. The customer then delivered a bolus and stated that everything was fine. While troubleshooting for the blank display, the customer reported that there were cracks at the outside of the battery compartment. The customer stated that the insulin pump had not been dropped, bumped or exposed to moisture. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.